Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the blade would not activate. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01328. The same pt is represented in each medwatch.